Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted; give date: not applicable the lens remains implanted. (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search revealed that no other complaint has been received for this production order number. Labelling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the follow-up visit of a patient implanted with a aab00 intraocular lens (iol), a gray-silver mist or film was detected in the eye. In a second surgery this was aspirated. The aab00 lens was clear. Our customer suspects that this was caused by remnants of healon pro and iris pigments. Through follow-up we learned that the patient complained about blurry vision which has improved since the second surgery, everything is fine, lens is clear and the patient looks good. No additional information was provided. This report captures the event for the aab00 intraocular lens. A separate report is being submitted for the healon pro viscosurgical device.